Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01507979 product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 115mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 1:411mg/dl 08/28/2017 08:50 am fasting: yes.2:367mg/dl 08/27/2017 06:37 pm fasting: yes.3:404mg/dl 08/27/2017 03:10 pm fasting: yes.4:417mg/dl 08/27/2017 12:50 pm fasting: yes.5:397mg/dl 08/27/2017 08:50 am fasting: yes.